Event description:
Customer complains about pt reaction: shortness of breath. Rash. Benadryl and oxygen was given. Pt was not hospitalized but lost 268 cc blood, it was neither given back nor replaced. No medical intervention necessary. This was the first reaction of this pt. Treatment was discontinued with this dialyzer and restarted with another polyflux 24r dialyzer. The second reaction of this pt is the following MDR# 9611369-2007-00033.